Event description:
A rising trend for hosp admission due to cl related keratitis was observed from june to sept. 2005. A total of 68 episodes of cl related keratitis 40.5% of all admission episodes due to 'all keratitis' in the same period) were retrieved from in-patient records. Out of the 68 episodes between june and sept 2005, 2 pts had been admitted twice for cl related keratitis during the same period. Thus 66 pts were identified. Sixty-two pts were interviewed for further info about the contact lens solution and contact lens they used. Among the 62 pts, 25 reported to have used bausch and lomb renu contact lens solution before their symptom onset. Among the 25 users, fusarium spp. Was more commonly isolated from the clinical specimens (7 out of 20 specimens). Only a few pts could provide the lot numbers of the contact lens solution.